Manufacturer narrative:
The history record for the lot number provided will be reviewed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated that she was not able to inflate the cuff. The caller stated that she puts air in and it inflates and then quickly deflates. The tube was placed in the patient on (B)(6) and the patient was recannulated on (B)(6).